Event description:
Severe headaches due to phillips respironics dreamststion asv machine I have been using a phillips respironics dreamstation asv machine for over 1 year. It has been helpful for sleep problems due to apnea and hypopnea. Beginning about the end of april through june I began to experience severe shooting pains in the left side of my head. Temple area and sinuses across top of head down to neck. I have never experience headaches in all of my 70 years so I was beginning to get quite concerned. These headaches were about every other day. When I got word to stop using the phillips dreamstation due to health concerns due to decomposing foam and possible other toxic discharge, I immediately ceased using the machine. And within 2 days the headaches stopped and have not returned. I have to believe that the dreamstation was the cause of these headaches. I am concerned about residual effects. And, I have not figured out what to do about my apnea. Right now I am doing nothing, which I know is detrimental to my health. Looking for a new solution to the apnea problem. Insurance will not fund a different machine and it will be months or years before phillips can retrofit my old machine. FDA safety report ID # (B)(4).